Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an issue with the wire passing through it. An attempt to backload the wire and the wire came through the lead and externalized near the spiral. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.